Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The guidewire returned and a visual and tactile examination of the returned used guide wire was completed, and the following features were observed: - this is a 3-piece construction: coil, ribbon, and core. The ribbon and coil are welded in the distal end, and the ribbon, coil and core are welded in the proximal end. - the guidewire was returned with a bend at approximately 1.3cm from the distal tip, the core was protruding from the coil at this bend. There was also biological material noted at the core protrusion point. - there was a kink at 93.7cm from the distal end. - no anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A fingerpull test was carried out on both welds, and it was confirmed that the two welds are intact. - no other damage was noted on the returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "functional: other: core wire protrusion". (B)(6) is unable to determine the exact cause for this incident. (B)(6) has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Device/procedure outcome: original device used, procedure completed patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event stuck guidewire when did it occur after completion of post-mapping, during withdrawal from left atrium what type of guidewire was used starter guidewire if the guidewire was a bsc device, what was the lot or j-pos number lot: 9671408 was a new guidewire used to continue the procedure or was the same guidewire used as the procedure was near completion, the same guidewire was used. Was the guidewire removed as usual yes did you experience any resistance while manipulating the guidewire no was the guidewire moved in and out of the catheter several times yes how long was the coagulation time (act) when the stuck occurred 300 or higher please describe in detail how it happened; after the procedure was completed and post-mapping had finished, during withdrawal from the left atrium, the guidewire tip caught and could not be retracted. Upon inspection outside the body, the tip was found to be bent, which caused it to catch. Note: for any patient information field(s) left blank in the cnf - "asked but not available as per account" infected: unknown infection name: diagnosis or treatment: resolution: completed with this device where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation catheter used other used event date: (B)(6) 2025. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Event description:
Device/procedure outcome: original device used,procedure completed patient outcome: f26: no health consequences or impact event description: per cnf, it was reported that: [?]event[?]stuck guidewire [?]when did it occur?[?]after completion of post-mapping, during withdrawal from left atrium [?]what type of guidewire was used?[?]starter guidewire [?]if the guidewire was a bsc device, what was the lot or j-pos number?[?]lot: 9671408 [?]was a new guidewire used to continue the procedure or was the same guidewire used?[?]as the procedure was near completion, the same guidewire was used. [?]was the guidewire removed as usual?[?]yes [?]did you experience any resistance while manipulating the guidewire?[?]no [?]was the guidewire moved in and out of the catheter several times?[?]yes [?]how long was the coagulation time (act) when the stuck occurred?[?]300 or higher [?]please describe in detail how it happened; after the procedure was completed and post-mapping had finished, during withdrawal from the left atrium, the guidewire tip caught and could not be retracted. Upon inspection outside the body, the tip was found to be bent, which caused it to catch. Note: for any patient information field(s) left blank in the cnf - "asked but not available as per account" infected: unknown infection name: diagnosis or treatment: resolution: completed with this device where did event occur: inside the patient patient outcome: no adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: yes generator used ablation[?]catheter used other used event date: 2025-12-22. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device returning.